Manufacturer narrative:
Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value was not provided. Reportedly, the pump settings had recently been changed, and the customer reused insulin from a previous cartridge. Tandem technical support educated customer that insulin is intended for single use only and instructed customer to change cartridge. Customer delivered a bolus to address bg level.